Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 90-100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2018, a blood test was was not performed by the customer and produced test results of 127 and 142mg/dl non-fasting using true metrix meter. Test strip lot manufacturer's expiration date is 10/13/2019 and open vial date is october 2018. The meter memory was reviewed for previous test result history. Result 1:79mg/dl date:(B)(6) 2018, time:7:54am fasting, result 2:49mg/dl date:(B)(6) 2018, time:7:36pm fasting, result 3:48mg/dl date:(B)(6) 2018, time:5:20pm fasting, result 4:208mg/dl date:(B)(6) 2018, time:5:16am fasting, result 5:153mg/dl date:(B)(6) 2018, time:4:47pm fasting. Customer's daughter called in stating that the mother is concerned that the results are too low. Customer believes that her blood sugar should range from 90-100mg/dl fasting. Customer states that if her mother sugar was that low, she would have symptoms. Customer states that the customer did not have any symptoms. Educated customer. Customer was not concerned with results of 208 and 153mg/dl being high.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 90-100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2018, a blood test was not performed by the customer and produced test results of 127 and 142mg/dl non-fasting using true metrix meter. Test strip lot manufacturer's expiration date is 10/13/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. Result 1:79mg/dl date: (B)(6) 2018 time:7:54am fasting; result 2:49mg/dl date: (B)(6) 2018 time:7:36pm fasting; result 3:48mg/dl date: (B)(6) 2018 time:5:20pm fasting; result 4:208mg/dl date:(B)(6) 2018 time:5:16am fasting; result 5:153mg/dl date: (B)(6) 2018 time:4:47pm fasting. Customer's daughter called in stating that the mother is concerned that the results are too low. Customer believes that her blood sugar should range from 90-100mg/dl fasting. Customer states that if her mother sugar was that low, she would have symptoms. Customer states that the customer did not have any symptoms. Educated customer. Customer was not concerned with results of 208 and 153mg/dl being high.